Event description:
Caller alleging imprecision. On (B)(6) 2014 inratio 0.9, three minutes later inratio 2.5. Twenty-thirty minutes later, lab inr 2.5. Patient's therapeutic range 2-3.

Manufacturer narrative:
Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subjected to tracking and trending.